Event description:
It was reported that prior to a minimally invasive spine (mis) low back fusion procedure, the mis rod holder would not hold the rod properly, and kept falling off. Surgeon had to open another set for another mis rod holder to use, and then was able to complete the surgery. The surgery was delayed by ten minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no placeholder.